Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: healthcare facility (B)(6).

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report# 3005099803-2025-01526 for the first rx locking / biopsy cap and 3005099803-2025-01527 for the second rx locking / biopsy cap. It was reported to boston scientific corporation that rx locking / biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of indeterminate stricture on march 21, 2025. During the procedure, while placing a plastic biliary stent; the sponge of the rx locking and biopsy cap detached and got lodged into scope. It made the stent placement challenging and had to switch out to a new scope. A second rx locking and biopsy cap was used; however, the sponge came off again into the scope while a plastic stent was being deployed. An alligator forceps was used to retrieve the sponge. Reportedly, a water-soluble lubricant was not applied on both biopsy cap prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result after this event. The instructions for use states: "to insert devices through the biopsy cap, apply water-soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction in the system and may damage the rubber seal or the scopes working channel, or cause detachment of the foam insert."